Event description:
It was reported to philips that the system was automatically shutting itself off. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely and found the reported problem. Upon inspection, the fse found a problem with the circuit board controlling the pc power supply in the power supply unit. To resolve the issue, the fse replaced the pdu dual switch module and return the part for further analysis and failure analysis test results showed an electrical defect. After replacing the pdu dual switch module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.